Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 545 mg/dl with trace ketones that were identified as life threatening by a health care professional.. Elevated blood glucose was addressed with a correction bolus via a backup insulin pump. The customer continued to use a backup insulin pump for insulin therapy.